Event description:
Customer reported that t:slim x2 pump battery would not charge, with a power source alert being observed. Blood glucose level was not reported, but no adverse impact to customer¿s blood glucose level was noted. The pump was continuously alarming due to a power source alert and a stuck button issue, so it was replaced.